Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: additional PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided. H6: additional h6- patient codes: 1994: pain.

Event description:
It was reported that the implant at tooth site #19 was removed due to peri-implantitis, allergic reaction & pain. Patient claimed once the implant was put in she had intense pain & redness. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie did not receive one (1) unknown zimmer implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR and complaint history review could not be performed since the lot and item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 5, the most likely root cause determined from the investigation was external factors, i.e., patient's condition. Refer to attached summary investigation for ¿peri-implantitis¿. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Peri-implantitis is an infectious disease that causes inflammation of the gum and the bone structure around a dental implant. Chronic inflammation causes bone loss, which can lead to implant failure thus its removal. Investigations performed for hundreds of events where either of these conditions, infection, or bone loss, or both, have been reported, have concluded that the likely cause(s) for the implant failure in relation to these conditions are external factors. Those include medical conditions (e.g., diabetes, bruxism, etc.), patient habits (e.g., smoking, bad oral hygiene routine) and user error (e.g., surgical technique). There has not been any instance where either infection and/or bone loss, and when right conditions prevail and led to peri-implantitis whether reported or not along with the other two, have resulted from a manufacturing or design defect. Furthermore, the probability of manufacturing or design defects that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The analysis and result of investigations and the analysis of probability previously described are contained in the summary investigation reports performed for bone loss and infection, which are attached. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.